Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: inspection and testing of the returned pedicle screw revealed that the bone screw and tulip were confirmed to be attached. The screws polyaxiality was tested, its tulip diameter measured, a various blockers inserted into it, and no issue was found with the screw. This means that tulip disengagement could not be replicated. The returned blockers were also inspected and no relevant issues were identified. They all possessed dents on their bottom face characteristic of the deformation caused by a rod during tightening, which is expected. Conclusion: it is possible that the event refers to the bone screw pulling out of the pedicle. This can be caused by multiple factors including hole preparation, screw insertion, and patient bone quality. Because no issue could be found with the screw and the multifactorial nature of the event, the root cause cannot be determined conclusively.

Event description:
It was reported that the screw pulled out at the tulip during tighten with the torque wrench.

Manufacturer narrative:
Method: device history review; complaint history review; functional inspection; results: the cause of the reported issue could not be determined as the reported event could not be confirmed and no additional information regarding the event was received. Conclusion: the customer reported event of the screw pulling out at the tulip was not confirmed as the returned pedicle screw was visually inspected and the bone screw and tulip were confirmed to be attached. Furthermore, no response has been received for additional information, so confirmation could not be obtained through contact with the originator. The returned bone screw was visually, dimensionally, and functionally inspected and no issues with the tulip were identified. The tulip maintained full polyaxiality and no evidence of disengagement was observed. The returned blockers were also inspected and no relevant issues were identified. They all possessed dents on their bottom face characteristic of the deformation caused by a rod during tightening, which is expected. No manufacturing issues were identified during device history review.

Event description:
It was reported that the screw pulled out at the tulip during tighten with the torque wrench.

Event description:
It was reported that the screw pulled out at the tulip during tighten with the torque wrench.